Event description:
The customer reported that the endoplege catheter balloon port was "totally blocked." The balloon was not able to be inflated; it was switched out for another and there were no patient complications as it was never used on the patient.

Manufacturer narrative:
Evaluation results: an attempt was made to inflate the balloon with 2cc of air. The inflation was unsuccessful. An .014 guidewire was used to test if the inflation lumen was blocked. The guidewire advanced all the way to the distal tip and visually under 10x when the guidewire is advanced into the inflation lumen the guidewire goes into the soft tip and not through the inflation notch. The guidewire was removed from the inflation lumen and it was inserted into the pressure lumen. When the guidewire came out of the pressure notch it was also observed that the guidewire could be seen through the inflation notch inside of the balloon. The balloon would not inflate because the inflation notch is not in the correct place to achieve inflation of the balloon. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device. A device history record review was completed and this device met all specifications upon distribution. This is considered an isolated incident therefore no CAPA will be opened. This is the first time this defect has been seen. As a precaution, training was performed to make operators aware of the problem. Trends will continue to be monitored for future occurrence and any negative trends.